Event description:
Hcp reported during the initial implant of the catheter the catheter was inserted, and x-rays taken to verify its location. It was then found that the catheter was angled towards the feet so the physician removed the catheter. During this the catheter tip sheared off and is presumed by the hcp to be in the epidural space. The completion of the implant was then aborted. Hcp reported the pt was doing quite well and had not experienced any headaches. There are plans to implant a catheter/pump system in 1-2 weeks.